Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the case was cracked. Patient involvement unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked bottom and top case, damaged front panel, "rfv", four (4) small knobs, and battery cover. The input manifold was loose on the bottom chassis. The complaint was confirmed by visual inspection, and the root cause was impact to the device from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced cracked outer housing, cracked front panel, all small knobs, and tightened screws on bottom chassis. Reset patient pressure cycling light emitting diode (led) and adjusted continuous positive airway pressure (CPAP) control to tolerance. Performed preventative maintenance (pm), recalibrated unit, cleaned and affixed new service label. Device passed all functional and delivery tests.